Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post operation check on (B)(6) 2020. It was noted that the right atrial lead had dislodged. The lead was repositioned on (B)(6) 2020. During a post operation check on (B)(6) 2020, it was noted that the lead had dislodged again. The lead was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.